Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a trupulse generator and the generator was shutting down without any error during the ablation procedure. During ablation with the varipulse catheter, the trupulse generator would shut down without any error, it happened 10 times during ablation. The issue was intermittent and the system was restarted and issue gone. There was a 15 minute delay in the procedure and they used a smartablate to carry on the procedure as the issue with the trupulse generator persisted. It was the first time that they used the trupulse generator. There was no patient consequence.

Manufacturer narrative:
During additional review, the reportability for this event has been updated from MDR reportable malfunction to not reportable. No further reports will be sent regarding this event. Manufacturer's ref. No: (B)(4).